Manufacturer narrative:
D3 - MFR establishment name, d3 - manufacturing plant address 1, d3 - manufacturing plant address 2, d3 - manufacturing plant city, d3 - postal code, d3 - manufacturing plant country, and g1 - mfg contact office city: correction. D9: date returned to mfg.: 4/15/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the stk test failed, since the delivery rate of +9 percent was outside tolerance¿ was not confirmed. Flow rate was within specifications. The probable cause was unknown, and the pump was working perfectly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the stk test failed, since the delivery rate of +9 percent was outside tolerance. The event occurred during the stk, safety inspection. The device was handled by the technician, at their workshop. As a result, the device was sent for inspection. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.